Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had the scs system implantable pulse generator replaced. Reportedly, the patient stated the device had been dead since (B)(6) 2020 and would not communicate with external devices. Stimulation therapy was restored postoperatively, and the replacement procedure was completed without any complications.